Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a deffective display; this condition had the potential to interrupt delivery. This condition was found during use. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. Patient involvement is unknown. No additional information is available.the user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a defective display was confirmed and reproduced by baxter personnel during product evaluation. The root cause was assigned to a defective main display with one or more lines present. The main display was replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.